Event description:
It was reported that during a starr procedure, the adjusting knob turned without resistance until full revolution. The prolapse was half cut and not sutured and half neither cut nor sutured. The surgeon extracted the device and carried out the procedure with a new one device. No adverse pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.